Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 62 year old female patient requiring mechanical circulatory support. It was reported that the patient experienced ventricular tachycardia (vtach) when the impella cp needed repositioning. The patient required defibrillation and increased vasopressin use. An echocardiogram was performed, and the pump was repositioned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.